Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The flow sensor was calibrated to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported the unit alarmed for loss of mechanical ventilation during a case. The patient was changed to volume control ventilation and case resumed. There was no patient injury reported.